Event description:
On (B)(6) 2013, it was reported to animas that allegedly the ok keypad button was not working and that it had to be pressed several times in order to respond. The reporter stated there was no moisture or corrosion present and no damage the keypad. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.